Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found, as received, the device output and telemetry communication were normal. Visual inspection of the header attachment area detected a bonding anomaly. The device was cut open to enable further testing and battery was found eri range. Hybrid circuitry was tested, resulting in normal current drain. Longevity assessment was performed, and the device was in the normal eri operation with appropriate remaining longevity. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. As a result of this finding, abbott is performing further investigation.

Event description:
This report is to advise of an event observed during analysis.